Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image became blurred, indistinct or noisy, dark with interference waves and snowflakes, malfunction of universal cord/component failure of the universal cord, short circuit in the universal cord, the insertion section became abnormally hot. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of universal cord/component failure of the universal cord caused the image to become blurred, indistinct or noisy, dark with interference waves and snowflakes. Short circuit in the universal cord caused the insertion section to become abnormally hot. The cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: healthcare professional-(blank) and e3: occupation-no information provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of subject device was abnormal during service / maintenance. There were no reports of patient involvement.